Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument was not recognized by the robotic system even after several attempts were made by the technician to reseat the drape and instrument. The customer switched the vse instrument out for a new one and which worked without incident. The procedure was completed with no reported injury.

Manufacturer narrative:
The 8mm vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. A visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws did not open and close properly. Failure analysis found the vse instrument failed initialization to be related to the customer reported complaint. For clarification the instrument was found to have failed during initialization during in-house testing. A review of the logs showed the instrument was used on dv5. There was no dislodged knife observed. No debris was observed on the jaws.